Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8703, lot# j93125986, implanted: (B)(6) 1994, explanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare professional (hcp) regarding an implantable intrathecal pump intended to deliver dilaudid at 30 mg/cc. There was no indication for use reported. It was reported that there was a failed infusion pump and catheter system. The patient was in surgery for the removal of the system, and he doctor identified a large old hematoma in the abdominal wall inside the pocket. The pump was taken out. The clot was removed intact. Careful inspection of the entire pocket was carried out. There was no bleeding located. The incision site was irrigated with antibiotic solution. The pump was emptied of its contents, which were 30 mg/cc of dilaudid, and it was diluted with preservative-free sterile saline to a total of 5 mg/cc preservative-free dilaudid, for a total of 20 cc in the pump. The pump was emptied of its contents and it was irrigated twice with 10 cc. The first 10 cc were discarded, and the second 10 cc were aspirated and discarded. Then a total of 100 mg of dilaudid preservative-free was mixed with a total volume of 20 cc of preservative-free saline for a 5 mg/cc concentration. For the catheter removal, a 0 surgilon suture was placed around the exit site of the catheter, sealing any csf leak. When the catheter was observed, it was found to be occluded completely, suggesting long-term occlusion of the system. The wound was checked for hemostasis, and hemostasis was acquired using electrocautery. The rest of the pump and catheter system were removed. A paramedian approach was used to insert the introducer needle until free-flowing csf was obtained at the l2-3 interspace. No paresthesia or dysesthesia were noted. A catheter myelogram was then carried out demonstrating good myelographic spread. A new catheter was implanted by first placing a 0 surgilon pursestring around the needle entry site, and the needle was removed. The catheter was anchored using a wing anchored device. The catheter was tunneled to the pump pocket so that it could be connected to the old pump the was placed back into the pump pocket . The pocket around the pump was closed tightly. Antibiotic ointment was placed over the wound and sterile bacitracin dressings were applied. The pump was flushed of the old medication by blousing it on the table prior to implantation. The patient was admitted for the next 24 to 36 hours to monitor any respiratory issues related to the new onset of opioids into the subarachnoid space. The patient was bloused with 0.196 cc to clear the catheter and will be initiate 0.5 mg per day of the initial rate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.